Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was hospitalized. The contact did not provide any additional information. Although multiple attempts were made to gather more information, no response was received.